Event description:
It was reported that the rod broke post surgery. Revision surgery was performed.

Manufacturer narrative:
Method: risk assessment; x-rays. Results: visual, dimensional and functional analysis could not be performed as the device was not returned. No lot # was provided, so a manufacturing record review could not be performed. Conclusion: the rods were found fractured about 9 months after the original surgery. Fusion did not occur. The x ray shows several levels of fixation at the top of the construct, and several levels of fixation at the bottom, and a section of non fixation in the middle. This, along with the curvature of the spine, could cause a bending moment. Over time this could cause the rods to fracture due to the stress and strain of the construct. However since the device was not returned for evaluation the definite root cause cannot be determined.

Event description:
It was reported that the rod broke post surgery. Revision surgery was performed.